Event description:
It was reported that the sheath of the unit, melted and frayed at the tip of the sheath during use.

Event description:
It was reported that the sheath of the unit, melted and frayed at the tip of the sheath during use.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure are improper sterilization, use error and/or product used beyond defined useful life. The product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Note: at this time the part number is unknown, should it become available it will be provided in future medwatch reports.